Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 20 x 3.50 promus premier drug-eluting stent was selected for treatment. However, during the procedure, it was noted that the delivery shaft was broken outside the patient when advancing the stent. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
E1: (B)(6) hospital. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 31.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 20 x 3.50 promus premier drug-eluting stent was selected for treatment. However, during the procedure, it was noted that the delivery shaft was broken outside the patient when advancing the stent. The procedure was completed with a different device. No patient complications were reported and the patient was stable.